Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. The stopcock was still attached to the device upon return. There were numerous severe hypotube kinks to the device. At 37cm from the strain relief the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast and blood present in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Product analysis confirmed the reported break as there was separation of the device. There were also numerous unreported kinks.

Event description:
It was reported that shaft break occurred. The proximal shaft broke on a 2.00mm x 20mm emerge balloon catheter during preparation. The procedure was completed with a different device. No further complications were reported.

Event description:
It was reported that shaft break occurred. The proximal shaft broke on a 2.00mm x 20mm emerge balloon catheter during preparation. The procedure was completed with a different device. No further complications were reported.